Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit during refilling the heater, last fill. The fill volume was 113ml. The caregiver (cg) stated that she removed the empty heater bag and connected a full bag to the heater line. The technical service representative (tsr) explained that by disconnecting the heater bag, the hc can bring air into the setup. The tsr explained that the cg can connect a new solution bag to an unused clamp line. The tsr recommended that the cg end therapy. The tsr recommended that the cg complete therapy with new supplies or manuals. According to the nurse, she was not aware of this event. The nurse stated that the patient was admitted to the hospital on (B)(6) 2010 and got discharged three days later, then admitted again on (B)(6) 2010 to (B)(6) 2010 and then once more on (B)(6) 2010 to (B)(6) 2010 for various medical reasons. According to the nurse, she does not think the patient's hospitalization was related to peritoneal dialysis or this event. The nurse stated that patient is a baby and has many medical issues. The nurse believes the hospitalization was intestinal related. There was no patient injury associated with this event.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation as the patient discarded it.